Event description:
Monitor did not detect the catheter. Additional information has been requested.

Manufacturer narrative:
Investigation completed 5/22/2017. Method: device history review, trend analysis, failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2014 - jan. Service history review: there is no service history for this complaint. A review of the customer complaints was completed using the following key words ¿catheter not detected¿ and ¿catheter failure¿. The review encompassed dates 04-jun-2016 to 04-may-2017. There were (B)(4) complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jun 16 to may 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages. The quantity of complaints in the complaint review (B)(4)can therefore be calculated as (B)(4) (occasional) of procedures. Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.